Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Power recline brackets have been breaking since the end user received the chair 5 years ago.